Event description:
Caller reported a malfunction on pump and no notable events occurred prior to the malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by deciding to replace the pump as the caller had reset the pump before contacting support, making fault ID unavailable.